Event description:
Spontaneous. Patient reported the "nipple on the cleo insertion needle is missing." Patient had placed site on friday and then noticed that this is now missing. She states that the pump is infusing and she has the tubing connected with no leakage. Patient said this happened once before (did not say when) and is frustrated she needs to place new site. No missed doses or adverse events reported. Patient has defective product on hand. Lot number and expiration date are unknown. No further information. Reported to cvs/caremark by: patient/caregiver.